Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a sustained high blood glucose with large ketones after sleeping, which resolved after the guardian replaced the ilet pump supplies; the ilet alerted to high glucose and the event was categorized as hyperglycemia with unclear cause. Symptoms included feeling sick and vomiting with large ketones. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed that the pump functioned after a supply change, suggesting an interruption of insulin delivery such as a set or cannula issue, but the exact cause remained undetermined due to unavailable lot information and discarded components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.